Event description:
It was reported that during a balloon angioplasty procedure, a broken shaft occurred. The target lesion was located in the left anterior descending artery. While a 4.5x12mm quantum maverick balloon was being advanced, the shaft fractured into two pieces outside of the patient's anatomy. Another of the same device was used to complete the procedure, no patient complications were reported and the patient's post-procedure condition is stable.

Event description:
It was reported that during a balloon angioplasty procedure, a broken shaft occurred. The target lesion was located in the left anterior descending artery. While a 4.5x12mm quantum maverick balloon was being advanced, the shaft fractured into two pieces outside of the patient's anatomy. Another of the same device was used to complete the procedure, no patient complications were reported and the patient's post-procedure condition is stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the quantum maverick catheter was received with no original packaging or other devices. There was a complete separation of the hypotube. The hypotube separation was 53.5 cm from the tip. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).